Event description:
The user experienced an issue with control values for troponin t and ran two patient edta plasma samples on both elecsys 2010 analyzers at the site. Of the data provided, the results from one sample were discrepant. The result from elecsys 2010 (B)(4) was 0.27 ng/ml and the result from elecsys 2010 (B)(4) was 0.211 ng/ml. The result of 0.211 ng/ml was reported. The patient was not adversely affected. The troponin t reagent lot number was 15563801 on both analyzers. The field service representative determined the cause was an aged measuring cell. He replaced the measuring cell, adjusted the photomultiplier tube voltage and performed a cell blank. To verify analyzer operation, he ran performance tests.

Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.